Event description:
It was reported by the rep that a tlc55 device was used during an ileo-cecum resection. The rep further reported that the surgeon stated that the device had not closed the resection securely, which caused bowel leakage along the staple line. The surgeon stated that the event happened about two weeks prior to his reporting it to the rep. The pt did have to come back to the o.r. For a re-operation due to the leakage. Surgeon gave no further specifics on the event or the re-operation. Product was discarded by hosp.